Event description:
It was reported that the patient experienced coupling and or communication issues. An overdischarge due to patient compliance was suspected. The patient primarily treated her pain through spinal rf and only used stimulation a few times a year; the last successful recharging session was six months ago. The patient conducted a physician mode recharge at home leading to a power-on-reset (por) condition. The por was cleared by a manufacturer representative with an 8840 programmer. Additional information received reported that all combinations with electrodes 0 through 3 had impedances above 3,600 ohms. There were some pairs with electrodes 8 through 11 that were within normal range, namely 8 <(>&<)> 9, 8 <(>&<)> 11, 9 <(>&<)> 11 and 1 <(>&<)> 8. The patient was reprogrammed to 8 <(>&<)> 9 and felt some stimulation.

Manufacturer narrative:
Programmer: model 37742, serial# (B)(4). Extension: model 3708340, serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Extension: model 3708340, serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Lead: model 3998, lot# l77319, implanted: 2001 (B)(6), explanted: na. Accessory: model 37752, serial# (B)(4).